Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Review of the ilet report shows the user experienced a period of hyperglycemia starting in the evening of (B)(6) 2024 and into the morning of (B)(6) 2024. The cgm glucose rises above 300 mg/dl by 6:56pm. Cgm glucose readings and insulin dosing stop after 7:01pm and do not resume until 2 hours later, which is consistent with the complaint report and device logs showing the device was powered off and then back on. When the device is powered back on the glucose remains above 400 mg/dl through (B)(6) 2024 before coming back into range by 8:02am. The ilet is seen dosing insulin appropriately in response to the users cgm glucose readings throughout the event. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "off" on (B)(6) 2024 at 9:32am and "urgent low soon" alert was set to "false" (off) on (B)(6) 2024 at 2:22pm. Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-02-26 was reviewed,. The last cartridge and infusion set change operations prior to the review date were on 2024-02-26 at 9:03pm. No instances of bg-run mode were logged on the review date. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No evidence of device malfunction were found in the engineering logs. The ilet appropriately triggered drug cartridge and cgm glucose related alerts. The ilet was found making basal delivery requests for insulin in 5-10 minute intervals throughout the high event (cgm glucose readings above 300mg/dl) until cgm glucose readings began decreasing at a rate of at least 2mg/dl per minute. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. The assignable causes to this event include failure to announce the meal, the device being turned off for 2 hours and a kinked infusion site. All of which contributed to prolonged hyperglycemia and evaluation at the ER.

Event description:
On (B)(6) 2024 an ilet user's mother reported the user experienced a high blood glucose (bg) event which required medical assistance. The user went to the emergency room (ER) on (B)(6) 2024. The mother reported the user changed supplies (infusion set, connector adapter, and insulin cartridge) prior to going out to dinner. At dinner the user drank juice and ate a meal without announcing a meal bolus. The user then experienced a kinked infusion set cannula causing their bg to go high. The user was using the convatec inset (23", 6mm) infusion set. The user then turned off the ilet to avoid receiving alarms because they were out of the house. When the user arrived home, they placed new supplies and resumed insulin delivery. Just after placing the new supplies the user started vomiting and their parents took them to the hospital. The hospital gave the user an IV only. The hospital did not give the user insulin as it was reported the ilet correction algorithm brought the user's bg back into range. The mother reported the user's cgm glucose rose to 583 mg/dl and the user had trace ketones. The user did a manual bg test and verified the dexcom cgm was accurate.